Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2014. During the procedure, the blade became slow in the rotation speed and dull. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the returned blade failed the sharpness test. As tested, the blade was now dull and would not cut any more. In addition, the blade would not rotate or expose during evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.